Manufacturer narrative:
This report is submitted on aug 06, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the internal fixture was explanted on (B)(6) 2021, due to incorrect placement; not infection, as previously reported. The suspect medical device product details were updated. This report is submitted on august 13, 2021.